Manufacturer narrative:
D4- primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported through the zwolle experience with left bundle branch area pacing using stylet-driven active fixation leads that an infection was observed. Details are listed in the article titled "the zwolle experience with left bundle branch area pacing using stylet-driven active fixation leads". The lead was explanted to resolve the event. Patient information was not provided.